Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed.

Event description:
Two legs of option elite ivc filter fractured in patient's ivc. Patient has spine issues and could be main cause for fracture of ivc filter. In progress of getting filter removed in the next month or so.